Event description:
On 09/12/2024, a sales representative via (B)(4) reported that an ar-8943-23 lobster claw does not stay closed/tight when tightening down on the bone. No adverse effects were reported to the patient. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.